Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 29, 2021: visual analysis of the returned sample revealed that no black matter was observed on the sm hps dv 270cc, however, white matter was noted in both views, over and in the shell. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this foreign matter. The evaluation was limited to non-destructive testing. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6 health effect - clinical code e2402: no permission to test. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade IV, device foreign matter, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a primary breast augmentation with mentor smooth round high profile, 270cc saline breast implants experienced bilateral capsular contracture grade ii on the left and IV on the right-side post procedure. The report indicated that partially deflated on the right. The extensive of patches of black matter on inner surface, and tissue ingrowth on valve. The matter diagnosed via intra op and physical consultation for deflation. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: 3505375bc, sn#: (B)(4), and right replaced with cat#: 3505350bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the right side.